Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the right pda. The patient developed blood in stools one week post index procedure. No bright red blood per rectum. Blood in stool was suspected due to a history of gastric ulcer and aspirin. The patient was taking dual anti platelet medication within 24 hours of the event. Aspirin was discontinued. Investigator assessed the event was not related to device and possibly related to the anti platelet medication. The patient recovered.

Manufacturer narrative:
During the index procedure the resolute onyx des was implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the gi bleed event as barc type 3a bleeding complication. The patient was treated with a blood transfusion. If information is provided in the future, a supplemental report will be issued.